Manufacturer narrative:
The stenosis was pre-existing prior to the device being used and was therefore not caused by the device. Thrombosis, occlusion, or restenosis was not observed in this case. Since the device invagination was fixed during the initial procedure with a balloon, did not result in a serious injury, and would be unlikely to result in a serious injury if the event were to recur, this event is not considered reportable and is therefore being retracted.

Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent endovascular treatment for de novo or restenotic lesions in the left superficial femoral artery (sfa) and proximal popliteal artery as verified by imaging with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device). A vsx-device was implanted successfully with 2 drug eluting stents from boston and 1 self-expanding stent from bard as vascular implants in the left limb. During the procedure pre- and post-dilation was performed. It was stated that there was an issue with the device due to a 50 % residual stenosis due to a recoil of a calcified plaque. The vsx-device has probably contributed to this problem as the other stents used. This issue was solved with a new dilatation with a balloon. The final arteriography found a residual stenosis of 30%.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. As the device remains implanted, no further investigation can be performed. Evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the lot met all pre-release specifications. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Further information was requested from the hospital, which was not provided yet. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.